Event description:
Monitor gives false high readings,increasing the risk for blood clots and strokes. Pt suffered a stroke on (B)(6) 2015 and was hospitalized for 6 days. Results of tests done at the hospital were significantly lower than those obtained from patient's device. Patient's device was recalled by the FDA in december 2014 for low readings.